Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not available.

Event description:
It was reported by the attorney through the filing of a claim that the patient underwent a right total hip arthroplasty on (B)(6) 2007. It is further alleged that the patient was then revised on (B)(6) 2017 "due to mechanical failure, the presence of cobalt and findings consistent with altr."